Manufacturer narrative:
Concomitant product: 4068 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance, resulting in a polarity switch. The physician elected to monitor the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.